Event description:
Surgeon was performing his first case using the enspire interventional discectomy device. He inserted the device and ran it for about 10 seconds and on his first pull back, noticed the fractured tip. The surgery was completed and the device tip was left in pt.

Manufacturer narrative:
The doctor stated that the disc being treated was l5/s1. Prior to introducing the needle and stylet into the pt, the physician placed a very slight bend on the stylet. The bend was only 1-2 degrees at most. The stylet and cannula were delivered into the disc and plunged forward to create a pilot hole. Removal of the stylet from the cannula was easy. The doctor injected approximately 0.5cc of saline into the disc, as well as some pain medications. After approximately 10 seconds of use, the doctor retracted the device slightly and noted that the tip had separated from the shaft. As it was not clear to the doctor whether tip breakage had occurred at this point, he advanced the device forward slightly, at which time the pt commented on discomfort. The procedure was terminated at this point. The doctor proceeded to give the pt an epidural steroid injection. The physician opted to leave the stainless steel tip in the pt; no other injury to the pt was noted. Device was returned to the company and evaluated. Investigation showed that auger failure occurred just distal to the sheath tip resulting in complete dumbbell tip separation from the device. This is thought to have been result of the device tip not being maintained inline with the shaft. The torsional resistance exerted on the tip operating at an angle, most likely resulted in failure of the auger. The surgeon reported taking only fluoroscopic ap views. The IFU instructs the user to take ap and lateral images in order to assess whether the device is properly centered within the disc. Without both views, the surgeon may not be able to determine if the device is in annulus or outside the nucleus. Additionally, the fluoroscopic images show that the distal tip is in close proximity to the superior endplate, indicating that the dumbbell tip may have been plunged into direct contact with the endplate. Furthermore, the dumbbell tip is positioned well past the midline of the disc, indicating that the dumbbell tip may have been plunged into annulus. The pt's comment of discomfort when the device was advanced inside of the disc suggests that the device tip may have advanced into the annulus of the disc (as disc nucleus is not an innervated structure). Operation of the device within annulus may result in device damage. The IFU includes a warning stating that the device should not be in contact with vertebral endplate or annulus during tissue removal. Review of batch records show that the lot met all release criteria.